Manufacturer narrative:
Technician replaced wheel components and readjusted successfully. Tread was worn beyond adjustable limits. No impact as bed was not in service at time of repair. Customer had moved bed into off-site storage.

Event description:
Technician alleged brake and brake/steer casters won't hold even after adjustments to tensions.